Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.